Event description:
It was reported that when using the bd pyxis¿ pro medstation main drawer 6 had failed, and the rail needed to be replaced. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed. A field service engineer (fse) responded to a report that full height drawer 6 on the medstation pro was not opening properly and conducted an onsite inspection, observing inconsistent opening, limited extension, and frequent clicking noises indicating failure. The fse identified that the left and right slide rail tracks were misaligned and that the bearings on the slide rails were dry and lacking lubrication, causing stiffness. The fse corrected the alignment of the racks and replaced both slide rails, after which the drawer operated smoothly and reliably, confirming that the medstation pro and its full height drawer 6 were restored to proper working condition. The system functioned as intended after the field service engineer repaired the device.